Event description:
It was reported that the suture broke. During preparation for a drainage procedure, a flexima biliary drainage catheter was opened and it was noted that the suture was broken. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Patient age: over 18 years old. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).